Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. A nicked pulse wire caused a short to the dn pca and the thermal damage to the esd700. The root cause for the nicked pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for an unrelated reason, a reportable malfunction was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.